Manufacturer narrative:
(B)(4). No sample was available for evaluation, and the supplier's batch review (included in the complaint file) found no manufacturing causes for the reported condition. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate. This MDR is being submitted as part of baxter renal's retrospective review and remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
A nurse has contacted our baxter clinical coordinator indicating that there was a problem using an av fistula after 1 hour of use on a patient . The av fistula set 16 g has slice at luer lock and the machine has stopped as security. There was no patient injuries observed.